Manufacturer narrative:
The technician found the brake casters were worn out. Technician replaced the brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brake casters were not holding. No patient impact.